Event description:
Caller reported experiencing an error with their continuous glucose monitor, specifically a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with instructions for a complete pump reset and guided them through the process. After successfully resetting the pump, the error did not reappear, and the caller was able to start their sensor session without further issues.